Manufacturer narrative:
Investigation summary: no samples were returned. The customer provided one (1) photo where it is possible to see the defect. According to the photo provided by the customer, the failure mode ¿a0133 - damaged/broke/broken¿ reported in the complaint was confirmed since in the photo can be appreciated the end of the catheter is cracked. However, no root cause could be determined since no sample was received. In case the sample is provided the complaint will be re-opened to evaluate the device and make the corresponding tests. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the irrigation cannula was connected to the catheter, and when aspiration occurred, air came back instead of liquid. They noticed that the end of the catheter was cracked. The device was operated by the physician. The event occurred intraoperatively; there was patient involvement, and no patient harm/adverse event reported.